Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent permanent impairment/damage in initial MDR. B5 - corrected to: the reporter indicated that a toric implantable collamer lens of -13.0/ 3.5/82 (sphere/ cylinder/ axis) was opened and placed in the inserter but on examination of the eye, the crystalline lens had a large tear in the lens capsule (there was a small irregularity in the crystalline lens under the site of the pi) which would require a lensectomy and iol the following day. The reporter also stated that this was not a problem with the ticl, but rather an issue with the crystalline lens/ lens capsule during the laser pi which complicated the surgery. There has been no deficiency stated against the lens. H1 - corrected to serious injury in initial MDR. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient's eye. The lens unfolded inappropriately and eventually ended upside down. The lens was removed and was torn during removal. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.